Event description:
It was stated that the device displays ¿error 46822¿. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown. H3: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The pump displayed error code 46822 after switching on. The cause of the issue was the damaged main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.